Event description:
Updated information: "during the o.k, I did use fluoro (standard care), but I didn't make x-rays post o.k. The problem was that the loose fragment migrated to the contralateral recessus and possibly in the foramen, (anyway a place where you are normally not operating) I've tried to reach this place from the other side, but that failed. Post op the patient suffered from a parese of the dorsoflexors of the foot of the originally a symptomatic leg. The power of the muscles is back for the most part. To be clear, this parese is due to my exploration and not during the fact of the presence of the fragment. I have informed the patient about the event and said that a new MRI is contraindicated. My policy is wait and see. About the long term I can't be sure, just wait and see."

Event description:
It was reported that the tip of the pituitary broke while trying to cut tissue. It was stuck near the dura at l5. Surgeon was unable to remove the broken tip. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defect has been identified at the level of the broken sections. The damages are consistent with applying excessive loads to the instruments during the grab of tissues or bone. Some investigations have been performed on the design of the pituitary which have found that due to the delicate nature and the variety of uses for this instrument, the root cause is determined to be due to wear over time as this may require the use of greater force on the instrument which could lead to breakage. Wear can also occur sooner if the surgeon is using the instrument for purposes other than the intended use. The current design has been optimized to fulfill the surgeon's needs while maintaining the requirements to cut soft tissue.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
"During the o.k, I did use fluoro (standard care), but I didn't make x-rays post o.k. The problem was that the loose fragment migrated to the contralateral recessus and possibly in the foramen, (anyway a place where you are normally not operating) I've tried to reach this place from the other side, but that failed. Post op the patient suffered from a parese of the dorsoflexors of the foot of the originally a symptomatic leg. The power of the muscles is back for the most part. To be clear, this parese is due to my exploration and not during the fact of the presence of the fragment. I have informed the patient about the event and said that a new MRI is contraindicated. My policy is wait and see. About the long term I can't be sure, just wait and see."